Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07777. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. No pericardial effusion was noted at baseline. The watchman® access system (was) was used to deliver the 27mm watchman ® laa closure device & delivery system (wds). The closure device was deployed. No recaptures were required. The closure device was successfully released. Just after release of the device, an effusion was observed. The activated clotting time was reported at 450 seconds. The patient was given protamine. No further complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that upon further investigation, the effusion noted at the end of the case was present at baseline and was missed. It was also noted that the patient did not experience any symptoms due to the effusion. No intervention was performed. The effusion was resolved the next morning.